Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the right ventricular (rv) lead exhibited increased threshold and impedance. The lead would be monitored and no further action at this time. The patient was stable.

Event description:
Additional information received noted that the right ventricular lead showed high impedance and elevated threshold along with possible lead fracture. The lead was capped and replaced on (B)(6) 2020. The patient was stable.